Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned 3.0 x 18 mm xience v stent delivery system (sds) noted the stent implant was stationary on the tightly folded balloon and between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. Additionally, a kink and a bend were noted in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube shaft was separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The outer jacket was torn and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. In this case, the shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. All sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for shaft separations this lot. There is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a calcified lesion in the mid left anterior descending artery with mild tortuosity. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent delivery system (sds) was advanced; however, the proximal shaft separated and the device did not cross the lesion. A new xience v sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.